Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 21 anti-tachycardia pacing (atp) and one shock. Technical services (ts) reviewed the data and suspected possible atrial driven rhythm with rapid ventricular response (rvr), therefore the therapy provided may be inappropriate. In addition, undersensing on the right atrial (ra) channel was observed. No additional adverse patient effects were reported. This ICD remains in service.